Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The device was removed and replaced for a new ipp consisting of a preconnected pump and cylinders and a 100 ml conceal reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Due to patient's preference, the device was replaced due to the cylinders were not hard enough. No mechanical issues were found. The patient had a successful outcome with no further complications.